Event description:
Procedure: laparoscopic appendectomy. Patient gender: unknown. Reportedly, a piece of the cannula broke off and fell inside the cavity. The surgeon is not sure if all the pieces were retrieved. No patient injury reported.